Manufacturer narrative:
(B)(4) concomitant medical products: 57444, m2a-magnum mod hd sz 44 mm, 661970. The 139254, m2a-magnum 42-50 mm tpr insrt-3, 859240. X180309, bi-metric/x por nc 9x125, 470520. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018- 00706. Remains implanted.

Event description:
It was reported that patient underwent total hip arthroplasty. Subsequently, the patient is experiencing elevated metal ion levels and osteolysis of the pelvic bone. The patient has been informed that the hip needs to be replaced. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6 one m2a-magnum pf cup 50odx44id item# us157850 lot# 727800 was returned and evaluated. Upon visual inspection, the cup has scuffing on the inside radius and some debris on the od. The additional information does not change the outcome for the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.